Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft perforation and balloon deflation failure occurred. The target lesion was located in the coronary artery. An nc emerge® balloon catheter was advanced for dilatation. However, on the second inflation, the balloon would not hold its atmospheric pressure. After trying a couple of times, it was noted that there was blood in the balloon catheter which indicated a perforation. The balloon catheter was removed with some struggle as it was not fully deflated. The procedure was completed with another nc emerge® balloon catheter. No patient complications were reported and the patient's status was fine.